Event description:
I had the essure placed in (B)(6) of 2011. I have since had lots of lower abdominal pain and sharp, shooting, lower vaginal pain. I have lower back pain that never goes away. I also have a headache that is always there. I have numbness in my arms and legs and I have foggy mind most of the time. Cycles that have lasted 8 and 9 days and having 2 a month. These are things that I never had before the placement of this product.